Event description:
This spontaneous case report was received by regulatory authority in netherlands on 14-mar-2016 from (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010 essure (fallopian tube occlusion insert) was placed. Complications during essure insertion procedure were reported. Insertion on the right side was painful four months after essure insertion the consumer started complaining of leg pain, pain in abdomen, lower back pain and neuralgia. She had pain in thenar areas and foot soles. Loss of libido, tiredness, mood swings or emotionaly out of balance , difficulty with standing up; heavy feeling in the legs were also reported. Consumer mentioned having work-related problems and relation and/or family problems. Doctors (orthopedist, neurologist, rheumatologist) have been contacted and blood test was performed (nothing found). Removal of essure was being planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Removal of essure was being planned. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. Approximately 4 months after essure insertion she started to experience pain in abdomen. Given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 06-oct-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 738 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Removal of essure was being planned. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. Approximately 4 months after essure insertion she started to experience pain in abdomen. Given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.